Manufacturer narrative:
The involved device was not received for evaluation nor serial number provided. All product must meet all quality criteria and manufacturing specifications prior to release. Based on the available information, there is no indication that a malfunction occurred. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment.

Event description:
A report was received on 21 nov 2022 from a 60-year-old female patient with a medical history including diabetes and end stage renal disease, who stated her needle dislodged with bleeding during a hemodialysis treatment on (B)(6) 2022. Additional information was received on 22 nov 2022 from the home therapy nurse (htn) stating that the patient received a blood transfusion following the event. Although requested, additional information was not provided.